Event description:
It was reported the procedures are being performed in the CT dept. Some of the radiologists are experiencing issues with the thoracentesis device in the kit. These are being inserted into the lung area on the side of the pt's rib cage. The physician described the catheter tip did not seem tight against the needle and that there was a little "lip" so it was difficult to advance into the body. The catheter will not slide off the stylet like it is supposed to and is hanging up on the pt's skin. They are using a competitor's device to complete the procedures. There have been no delays in treatment and no pt deaths or complications reported. It is not known how many times this has occurred.

Manufacturer narrative:
(B)(4). The device will not be returned.